Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 536 mg/dl and the pump alarmed lost sensor. Customer treated with a bolus. Troubleshooting found that the cannula was bent and customer had issues with the sensor. Customer was advised on proper insertion technique and to return the infusion set for analysis. Customer indicated that they would change the sensor and no further high blood glucose troubleshooting was performed. No further details given.